Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device had a seal issue wherein there was an inadequate seal - bleeding after procedure. The patient lost over 500 cc and the surgeon had to seal the blood vessel or the gastric vessels where the seal was made using ligasure and which was bleeding post-operatively. This event lead to extended patient hospitalization. The patient was rushed to the operating room after initial procedure to stop the internal bleeding. Due to this, a blood transfusion was required. An end tone was heard from the device but there was no evidence of energy delivery.